Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during functional testing and archive data review. The root cause for the reported issue was due to the defective system processor board. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed occurrence of ua136 (internal parameter corrupted) error message on the reported event date. The service could not be performed due to the non-availability of the replacement part. The replacement part for autopulse 1.1 is no longer available. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.